Manufacturer narrative:
(B)(4). Additional information: evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pharmacist was not able to spike a viaflo bag with a clearlink solution set while mixing paclitaxel. They stated that the spike seemed to be an incorrect size. There was no patient involvement. No additional information is available.